Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The system pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Additional information/corrected data: section h11 additional mfg narrative of the initial medwatch report indicates: stryker evaluated the customer's device and was able to duplicate the reported issue. The system pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Section h11 additional mfg narrative of the initial medwatch report should indicate : stryker evaluated the customer's device and the reported issue of unexpected loss of power was not verified and not duplicated. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.